Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer experienced a blood glucose (bg) level of 600 mg/dl and moderate levels of ketones. Manual injections were administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.